Manufacturer narrative:
The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Six days prior to the receipt of this report, the antibiotic therapy was discontinued. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment, source of water. On an unreported date, the patient was admitted to the hospital for the peritonitis event. Treatment for the event was not reported. Action with dianeal therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.